Event description:
It was reported that a remote monitoring transmission was sent due to the patient being admitted for falls and dizziness. Possible atrial undersensing was observed on stored episodes. The lead remains in use. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).